Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and returning malfunctioning pump within 10 days, confirmed shipping details, and advised customer to update pump settings and reconnect continuous glucose monitor once replacement pump was received.